Manufacturer narrative:
A product investigation was performed for these devices. The actual devices were not returned to the manufacturer for evaluation. The root cause of the non-union conditions are unknown. The original im nail implanted in the tibia was replaced with a 10mm x 280mm, standard nail, using one proximal screw and one distal screw. The original im nail implanted in the femur was replaced with a 10mm x 300mm, standard nail, using two proximal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Fracture repair and healing is always unique to the patient and the fracture. No one can predict a non-union or a failure to heal. Sign fracture care international continues to monitor non-union events as part of our post market activities.

Event description:
On (B)(6) 2015 it was reported that two sign im nails implanted to correct a fracture of the patient's left femur, and left tibia were both replaced due to non-union conditions.